Manufacturer narrative:
Conclusion: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, as identified by residual gas analysis, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
The device was removed because of the lack of benefit and constant noise (feedback) being heard.